Event description:
It was reported that an underinfusion occurred during use of an unspecified elastomeric device. The expected infusion time was 46 hours; however, it appeared the device ceased after 36 hours. The device had been filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.